Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. As the device was not returned for additional evaluation and investigation, a definitive root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions in order to report a catheter revision. Additional follow up with the clinical specialist (cs) confirmed that the patient was having withdrawal symptoms so the physician removed excess catheter.